Event description:
The patient is reportedly experiencing intermittencies. Programming adjustments were made and the external equipment was exchanged; however this did not resolve the issue. The patient's device has been explanted. The patient was reimplanted with another cochlear device.